Manufacturer narrative:
H.6. Investigation: one photo was received and evaluated. The photo showed a filled 1ml luer-lock syringe (material 309628) with a customer attached needle next to a vial. The syringe scale appeared to be misplaced, with the zero-line located significantly lower than the correct location which is non-conforming per product specification. Production records for the printing machine were reviewed with a relevant issue of barrels jamming under a pad wheel occurring. The jam was severe enough to require installing a new pad roll on the machine with a documented adjustment of the print head. A severe jam can also necessitate adjustments to other components such as load wheels or chain timing which can also contribute to the defect. Potential root cause for the misplaced scale defect is associated with the marking process. It is possible a brief jam under the pad wheel contributed to the observed defect. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that syringe 1ml ll had scale marking issues. This occurred on 2 occasions. The following information was provided by the initial reporter: it was reported that the markings on a syringe are not correct, making dosing inaccurate.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 1ml ll had scale marking issues. This occurred on 2 occasions. The following information was provided by the initial reporter: it was reported that the markings on a syringe are not correct, making dosing inaccurate.